Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that "patient is complaining about swelling" after injection in the lips with juvéderm® ultra 3. "The patient had (non-device related) flu and was taking antibiotics when the swelling started". The physician prescribed antihistamine medication for three days. Symptoms ongoing/unresolved.